Manufacturer narrative:
Batch review performed on 12.feb.2021: lot 183365: (B)(4) items manufactured and released on 7-aug-2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting discomfort 7 months after the primary surgery due to a leg length discrepancy. It was determined that the right leg was longer than the left leg. The surgeon revised the 36mm biolox delta head xl with a 36mm biolox delta head m. The surgery was completed successfully.